Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lumbar lead had a fracture which then caused migration of that lead. Additionally, patient's cervical lead was fractured. The issue was confirmed via x-rays. As a result, surgical intervention took place on (B)(6) 2024, wherein both the lumbar and cervical leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.